Manufacturer narrative:
As reported, the initial implant was (B)(6) 2019. The surgeon decided to revise this female patient¿s shoulder due to reoccurring dislocations on (B)(6) 2020. The stem, adapter tray and liner were removed quite easily and removed the glenosphere. He then implanted a 38+4 glenosphere with screw and implanted a size 10 preserve stem, a +0-adapter tray and + 0 constrained liner. The shoulder was reduced and closed the wound. The patient left the or in stable condition. All available information has been received. In a review of the labeling and IFU (B)(4) rev. N, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses, and follow the written instructions of the physician with respect to follow-up care and treatment. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, dislocation, or loosening of total joint hardware. The most likely cause of the reported event is the patient conditions. Concomitant device(s): equinoxe preserve stem 8mm (cat# 300-30-08 / sn# (B)(4)) , equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00), eq rev locking screw (cat# 320-15-05 / sn# (B)(4)), eq reverse torque defining screw kit (cat# 320-20-00 / sn# (B)(4)) , equinoxe reverse 38mm humeral liner +0 (cat# 320-38-00 / sn# (B)(4)).

Event description:
As reported, the initial implant was (B)(6) 2019. The surgeon decided to revise this female patient¿s shoulder due to reoccurring dislocations on (B)(6) 2020. The stem, adapter tray and liner were removed quite easily and removed the glenosphere. He then implanted a 38+4 glenosphere with screw and implanted a size 10 preserve stem, a +0-adapter tray and + 0 constrained liner. The shoulder was reduced and closed the wound. The patient left the or in stable condition. All available information has been received.